Event description:
This is a spontaneous case report received from a physician in (B)(6) on 26-jun-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number c40057. Additional information received on 05-aug-2015. It was reported that the distal end of essure split (complication of device insertion). Patient was stable. Device was inserted bilaterally. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during placement the distal end of essure split. This event, seen as device breakage, is non-serious and unlisted in the reference safety information for essure. Single cases of device breakage have been reported mainly during difficult insertions. In this case, the insertion was complicated due to split of essure distal end. Patient was stable and the devices were inserted bilaterally. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis and further information have been requested.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on (B)(6) 2015. (B)(4). Final assessment failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU (instructions for use) steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, the outer was broken and still intact to delivery catheter. The inner coil was missing. It is possible there was an inadequate solder joint between the inner and outer coils of the micro-insert. All IFU steps were completed. In this case, we also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time, but have identified a possible manufacturing issue. The possibility of micro-insert breaking due to an inadequate solder bond is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a product technical issue. In addition, the ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. The returned complaint sample was inspected. The technical investigation concluded unconfirmed quality defect - but plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. Since no adverse events have been reported, a batch investigation with respect to similar ae cases and the evaluation of causal relationship to the potential quality deficit are not applicable. In summary, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Follow up information received on (B)(6) 2015 from physician: the physician realized that before insertion the tip was deformed; the central axis was not fully adhered to the spring. This follow-up information revealed that this case was only a ptc without adverse event and will be deleted from bayer database. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and during placement the distal end of essure split. This event, seen as device breakage, is non-serious and listed according to technical analysis. Single cases of device breakage have been reported mainly during difficult insertions. In this case, the insertion was complicated due to split of essure distal end. Patient was stable and the devices were inserted bilaterally. This case is assessed as other reportable incident since the breakage in this report did not lead to serious injury, however, it might have led under less fortunate circumstances. Technical analysis concluded unconfirmed quality defect - but plausible. However, as no adverse events were reported at this point in time a causal relationship to a potential quality defect cannot be assessed. Further information has been requested.